Manufacturer narrative:
A company service representative examined the system. The system operated properly upon arrival. The footswitch cables were vigorously flexed with no failures. The event log indicated an advisory message followed by several system messages. The footswitch interface pcb was replaced for diagnostic purposes. The system was then tested and met all product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problems(s): "footswitch working intermittently" (device stops intermittently). A customer reported the footswitch was working intermittently. During surgery, the footswitch was not recognized by the system. The footswitch cord was moved around several times before the system was able to recognize the footswitch. There was a 15 minute delay. The case was completed with no further incidents. There was no patient harm, procedural change or canceled cases.